Manufacturer narrative:
A device history record review was conducted; no anomalies were identified. The product was released according to the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. A complaint lot history examination indicates there were no other complaints for the reported issue.one probe was returned for evaluation.the sample was visually inspected using 25x magnification and deemed conforming.actuation testing were performed and deemed conforming. Cut and aspiration testing was performed and deemed conformingthe complaint evaluation does not confirm the probe had a cutter malfunction. The probe was manufactured and functioned to specification. The root cause for this complaint issue is unknown because the returned sample was conforming to specification. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary.(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the cutters were not cutting and he was unable to remove vitreous from the anterior chamber of the eye. The procedure was completed without patient harm. Additional information has been requested; no further details have been provided to date. There is the second of three reports associated with this event.